Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determine.

Event description:
Related manufacturer reference number:2938836-2019-03958. It was reported that during follow-up in clinic, ra and rv lead noise was observed on stored electro grams. Programming changes were performed. Leads may be replaced at the device change-out. Patient¿s condition was stable during and post-procedure.